Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call this morning while she was taking a shower, the insulin pump was beeping and vibrating. Customer's blood glucose was 501 mg/dl and was now 414 mg/dl. Customer took a shot because her health care professional advised her to take a shot if her blood glucose is 300 mg/dl. Customer has been having a lot of stress due to her husband and health issues. Customer had a finish loading alarm and low reservoir alert in the alarm history. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was advised to do a complete set change. Customer hadn't eaten since earlier this morning. She then gave a bolus of 6-7 units with a blood glucose of 265 mg/dl. Customer's blood glucose went high from then on. Customer's blood glucose was back to 431 mg/dl. Customer stated that she will give a bolus with the pump. Customer stated that the cannula was not bent and it was found that she was using expired insulin.